Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On an unknown date, the patient experienced stoma site discharges, stinging and redness. A gastroenterologist was recommended augmentin 825/125mg for 1 week. The patient continued to have stoma site discharge and augmentin was continued for another 3 days. In (B)(6) 2023, the patient was diagnosed with a granuloma and treated with silver nitrate. On (B)(6) 2023, the granuloma burst with blood.